Event description:
Customer reports: a nurse confirmed the air leakage occurred. Customer confirmed that no fault was identified during pretesting efforts. It is unk if extubation and reintubation was required. Customer confirmed no add'l harm to the pt.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.